Manufacturer narrative:
No button response due to corroded keypad traces. The insulin pump had moisture damage on electronics. The insulin pump received with severely scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer reported via phone call indicating that the device was exposed to water. The customer reported that he placed the insulin pump in cooler. Customer reported that there is fluid under the lcd display. The customer stated that keypad are not working and there is small crack in the screen. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.